Event description:
Customer called to report that the probe wash assembly was leaking when the coulter hmx analyzer with autoloader was running in open mode. Customer stated that no one was harmed by or exposed to the leak, and that patient samples and results were not affected. No death or injury occurred as a result of this event and there was no change to patient treatment. The field service engineer (fse) inspected the instrument and determined that the probe block was not extending to the bottom of the probe. The fse readjusted the probe block wipe and verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the manual probe leak is a misaligned probe block.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).